Event description:
The prestataire reported the pod administered 9 units of insulin without user interaction. It was reported that there was a blood glucose value discrepancy between the sensor value and the patient's actual blood glucose levels (glooko showed 6g/dl "[600 mg/dl]", patient had normal blood glucose levels). Abbott has been informed of the incident on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.